Event description:
A patient was hospitalized several times in (B)(6) 2026 due to gastrointestinal bleeding (gib), and a pd catheter (not a fresenius product) exit-site infection requiring surgical revision. Additionally, the patient has recently been experiencing ongoing pd catheter issues and will likely be hospitalized for evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).